Event description:
During the procedure, the sapphire balloon fractured, and the tip became stuck in the side cell of the left anterior descending (lad) stent into the diagonal. Multiple different wires and a non-csi/abbott catheter were used to dislodge the fractured fragment. As the fractured fragment was being retrieved, it fell off the wire in the aorta and became lost. In the physician's opinion, the embolization likely occurred in the patient's legs. To complete the procedure, a drug-eluting stent was placed in the left main artery.

Manufacturer narrative:
Manufacturer regulatory report: 3003775186-2024-00111. Csi ID: (B)(4).